Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# l96180, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was completely dysfunctional. The patient had a 50% or greater symptom reduction. Reprogramming was attempted but unsuccessful. The patient was taken to the operating room on (B)(6) 2014 and fractured leads were identified. It was noted that the trial stimulation was unsuccessful with the external source. The health care provider reported that the patient experienced a loss of therapeutic effect and a loss of stimulation; both were noted to have been sudden. It was reported that the patient was in pain and awaiting percutaneous trial. Patient not recovered, symptoms/issue ongoing was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer's representative (rep) was in the middle of a revision procedure. Prior to the call, while testing impedances with the adaptor, most of the impedances were high. The pocket of the implantable neurostimulator (ins) was opened and the 2x4 pocket adaptor was disconnected. At the time of the call, the surgical lead was being tested alone in the multi-lead trialing cable, at three volts. Impedances were run and were testing at 15,000-40,000 as well as greater than 40,000 except pairs with one, two, and three, which were in normal range in the 800-900's a new 2x4 pocketadaptor was attached and impedances were run again with the same result. The surgeon then located the barrel connectors for the extensions and removed them from the lead and impedances were checked again with the same result. Impedance testing with the adaptor connected and lead alone were a little different but generally high on most pairs. The surgeon was able to visualize the lead from the paddle was damaged. The lead was left in the patient with all other system components being removed. When the patient came into the procedure he reported a loss of therapeutic effect and a loss of stimulation after bending over to pick something up. Prior to the procedure, the patient had high impedances. The patient was to return to their pain management doctor for a new stimulation trial. The patient requested the explanted items from the facility. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The following information has already been submitted in manufacturer report # 3004209178-2014-20082: it was reported that on (B)(6) 2014 the patient picked up a package of dog food and carried it on his shoulder. The patient experienced uncomfortable stimulation and it felt like it was going on and off. Then, the stimulation stopped working and he had not been able to feel stimulation since. The manufacturer representative (rep) met the patient on the date of report to check impedance and noted contacts 0 and 1 were high. The other contacts were about 1500 to 2000 ohms. When the rep programmed different contacts the patient felt stimulation in his abdomen. The implantable neurostimulator (ins) was in the right abdomen. The doctor took x-rays and nothing unusual was observed. The rep spoke with the neurosurgeon and he was going to order a CT and then if the patient wanted a revision it would be scheduled. The patient was doing fine even though he could not use stimulation. Any additional information regarding this event will be reported in this manufacturer report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient stated¿ the day prior to the report I picked up a bag of dog food and it was like it was going on and off and it was affecting my heart, and I can usually feel my heart when I¿m laying down on my back, but yesterday I wasn¿t laying down I was picking up dog food and it was going on and off and I felt jolts of electricity going down to my feet and I could feel my heart skipping.¿ the patient then stated ¿when I got home it happened a few more times, and when I bent my knees it did it again and my feet were burning. When I laid down last night I couldn¿t feel my heart pulsing like I normally do so this is morning I changed the batteries in the programmer.¿ the patient was redirected to his healthcare provider (hcp) about the jolting feeling and the issues with his heart. The patient stated ¿it¿s like there was a loose wire because I¿d move and it would shock me.¿ the feeling with the patient¿s heart ¿had been there since day one, but the cardiologist said there was no frequency, and today I feel no stimulation and it¿s not getting the energy to my spine.¿ it was noted the patient had a stent and open heart surgery with a valve replacement this year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.